Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 02, 2019.

Manufacturer narrative:
This report is submitted on march 12, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced intermittent pain and discomfort at the implant site and static sound. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.